Event description:
Reportable based on the product analysis completed on 09/26/2011. It was reported that during a percutaneous coronary intervention (pci) procedure, the device was unable to cross the lesion. During treatment of a calcified lesion in an unspecified vessel, the physician was unable to cross the lesion with a 3.0x8mm promus element stent. The procedure was completed with another 3.0x8mm promus element stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed that there was stent damage. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluation: examination of the device revealed distal stent damage. The outer diameter of the undamaged area of stent was measured and met specifications. The balloon was tightly wrapped and was not subjected to positive pressure. No issues were observed to the profiles of the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).